Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. Log review confirmed one instance of an ECG monitoring failure followed by an ibp/temp failure, matching the reported issue. The ECG failure appeared once with no reset or preceding events, suggesting a momentary missed handshake that resolved immediately. When the error was noticed, the operator power-cycled the device and the fault cleared. Functional testing could not duplicate the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed a "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.